Event description:
A patient in a study underwent a da vinci assisted-hysterectomy surgical procedure. It was reported that during the procedure, the patient had extensive adhesions which required more extensive adhesiolysis to be performed, including in some complex areas. There were no da vinci device malfunctions and the procedure was completed as planned. There were no post-operative complications prior to discharge; discharge to home occurred four days later. The study investigator reported the intra-operative event as moderate severity, not a serious adverse event, an oslo classification grade I, having a causal relationship to the patient's underlying disease status, but not related to the investigational procedure, not related to the da vinci investigational device and not related to a third-party device. The patient's prior health conditions of hypertension, hypothyroidism, severe obesity, sigmoid colon cancer and persistent atrial fibrillation may be relevant to this incident.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 159 cm., body mass index 35.6 kg/m2.